Manufacturer narrative:
This report is submitted on april 4, 2018, (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site and wad subsequently treated with oral antibiotics for a duration of 14 days (date not reported). The infection has since resolved and the patient is reported to be doing well.